Event description:
It was reported that patient underwent bilateral hip arthroplasty on unknown dates with competitor products. Subsequently, patient underwent a left revision procedure on (B)(6) 2012 and a right revision procedure on (B)(6) 2012 and received biomet product. On (B)(6) 2012 patient underwent another revision procedure due to leg length discrepancy. No components were removed. Subsequently, patient was revised on (B)(6) 2014 due to leg length discrepancy. The proximal stem, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb."